Event description:
Healthcare professional reported right side discomfort "due to the ascension of the device" and periprosthetic effusion diagnosed via ultrasound. A double capsule "with a yellowish aspect" was discovered during surgery. The device has been explanted with a capsulectomy and the capsule was sent for anatomopathological analysis which found fibrous and slightly inflammatory tissue without evidence of tumoral proliferation.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late, fluid leak. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side discomfort "due to the ascension of the device" and periprosthetic effusion diagnosed via ultrasound. A double capsule "wtih a yellowish aspect" was discovered during surgery. The device has been explanted with a capsulectomy and the capsule was sent for anatomopathological analysis which found fibrous and slightly inflammatory tissue without evidence of tumoral proliferation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ seroma: unable to observe. ¿ migration: unable to observe. ¿ local reaction: unable to observe. ¿ gel bleed: unable to observe. ¿ double capsule: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, deformation, creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side discomfort "due to the ascension of the device" and periprosthetic effusion diagnosed via ultrasound. A double capsule "wtih a yellowish aspect" was discovered during surgery. The device has been explanted with a capsulectomy and the capsule was sent for anatomopathological analysis which found fibrous and slightly inflammatory tissue without evidence of tumoral proliferation.